Event description:
Information received by medtronic indicated that the insulin pump had an error in the motor was detected by reading unexpected value from hall sensor and motor power supply voltage error detected. This is measured before each single pump stroke, and then continually measured periodically during the entire motor driving period. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. No harm requiring medical intervention was reported. The customer had discontinued to use the device.

Manufacturer narrative:
(B)(4). The pump was returned for pump error 41 alarm and pump error 43 alarm per event date (B)(6) 2021. Test p-cap and reservoir locked properly into reservoir compartment during testing. No damage to retainer ring during visual inspection noted. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test. And self-test. The pump primed and seated properly when the test reservoir was detected. No prime/fill anomaly noted. Pump error 41 alarm and pump error 43 were confirmed on long history file on 08/18/2021 12:07:00.000 due to hardware error. (Motor voltage error). Pump was cut open to perform visual inspection and found no moisture damage on the pcba 1 / pcba 2 / force sensor, 40 pin flexible printed circuit/lcd and motor. The motor was tested out side the device and passed. The following were noted during visual inspection fading serial number label. Unit was confirmed for pump error 41 alarm and pump error 43 alarm on long history file on (B)(6) 2021 12:07:00:000 due to hardware error problem isolated to electronics assembly.